Event description:
An aneurx bifurcated stent graft system was implanted in a patient for endovascular treatment of a 5.8 cm abdominal aortic aneurysm approximately 10 years ago. Vessel morphology at the time of implant was reported as tortuosity was slight with no calcification. It was reported that 27 months post implant, the CT demonstrated that the proximal portion of the stent graft had migrated distally, resulting in a type I endoleak and enlargement of the aneurysm. The aortic neck has had disease progression with expansion of the aortic neck to 31 mm. Due to the patient's co-morbidities the patient was not a candidate for open surgical open repair. The physician implanted two talent stent grafts and the proximal type I endoleak resolved. The physician elected to implant a covered stent graft in the distal left common iliac. Following the procedure there were excellent pulses noted distally (ref MFR 2953200-2005-01171). It was reported that seven years later, the patient had an unspecified conversion to an open surgical repair on an unknown date and expired of unknown causes (ref MFR# 2953200-2011-00391, 2953200-2011-00393).

Manufacturer narrative:
(B)(4). Evaluation, results: death.